Event description:
Additional information was received and it was reported that the pump was replaced due to end of service.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter product ID 8596sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient experienced withdrawal. The pump was delivering baclofen.